Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: frame, broken/cracked tubing. Broken tubing at center hole. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken cross brace. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: frame, broken/cracked tubing. Broken tubing at center hole. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken cross brace. Dealer is stating that the weld broke on the crossbrace top front weld. Dealer said one side broken the other cracking.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the weld broke on the crossbrace top front weld. Dealer said one side broken the other cracking.